Event description:
According to the user filed medwatch report, "while machine in use, the auto ventilation mode quit cycling. The screen went blank. Crna manually bagged pt until new machine setup." Investigation/conclusion: there was no sample available for investigation. An investigation into the exact root cause of the reported complaint cannot be undertaken without a sample.

Manufacturer narrative:
Evaluation - there was no sample available for investigation.